Event description:
Inability to provide a good seal for an abdominal abthera wound vacuum dressing. Alarm message on wound vacuum machine kept stating that a good cannister seal was not present. Wound vacuum canister was changed twice as well, and a second wound vacuum obtained. Wound vacuum dressing also inspected and seal re-enforced, but cannister seal could not be maintained unless cannister was manually pressed into the wound vacuum and pressure constantly applied.